Event description:
A clinical incident involving three multivac xl arthrowands was reported to arthrocare corporation. During hip arthroscopy procedure, the electrodes detached from the tip of the three wands in the surgical site. The electrodes remain in the patient's hip joint.

Manufacturer narrative:
The device was reported as returning for investigation. A follow up report will be provided after the device has been returned and completion of the investigation. Three devices, multivac xl arthrowands, were used in the same procedure. Three separate MDR reports will be filed under MDR 2951580-2009-00026, and MDR 2951580-2009-00027.